Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found during testing. The battery was sent to the supplier for further analysis. The cause for the premature battery depletion could not be conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced.